Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Type of device: n/a. No 510(k) designation for device as it is ce marked product. PMA/510(k)#: n/a. No 510(k) designation for device as it is ce marked product. Results: two samples from lot 5356701 were received along with a picture of the reported device. Two customer returned samples were tested under pressurized conditions for leakage in tubing. There were no defects identified during the pressurized testing. The customer photo shows a hold in the tubing. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported that while using the 23 g x .75 in. Bd vacutainer® push button set with 12 in. Tubing and holder the customer noticed blood collection when the tubing was first used and then blood leakage in the tubing. It appeared that there were small holes in the tubing. No mucous membrane exposure.